Event description:
It was reported that during implant of the lead, high impedance was observed. The lead was not implanted. A replacement lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.